Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy surgical procedure, an issue with universal surgical manipulator 3 (usm) was observed. The surgeon stated that the usm 3 set-up joint (suj) did not twist as expected at the suj wrist. The procedure was converted to traditional laparoscopic surgery as decided by the surgeon. It was further reported that the customer had checked the system after the traditional laparoscopic surgery and they could not find any issues with the affected usm arm. Intuitive surgical, inc. (Isi) technical service engineer (tse) checked system logs and no related errors were found. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without error. Surgical ports were already placed when the issue occurred. The surgeon was not able to solve the problem, the procedure was converted and completed successfully. The patient tolerated the conversion well.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer the site to further investigate the reported event. The isi fse confirmed with the customer that the usm arm suj was sticking at the wrist axis and movement issue was confirmed. The isi fse replaced the suj to resolve the issue. The system was tested and verified as ready for use. An RMA has been issued to the customer requesting to have the replaced suj returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The set up joint (suj) was analyzed. According to the report, the unit had experienced restricted movement at axis 5. This type of error did not show up on error log history. The stop block wrist was found to be broken. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.